Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was described as patient made an unspecified mistake. The patient was not hospitalized for the event. On the same day as the event onset, the patient was treated with vancomycin injection (1g, every fifth day, discontinued, route not reported), ceftazidime injection (1g, every day, discontinued, route not reported) and fluconazole tablet (150mg, oral, discontinued, frequency not reported) for peritonitis. At the time of this report, patient was recovered from the event. It was reported that the pd catheter was removed and pd therapy was discontinued. It was reported that the patient was retrained for the proper aseptic technique. No additional information is available.